Event description:
The pt reported she is visually impaired and she relies on the beeps of the infusion device while programming bolus amounts. She stated that at times the infusion device stops beeping indicating she can go no further. She asks a second person to verify the amount of the bolus programmed and she stated between 2-3 units of insulin is displayed. She began giving double boluses to resolve the issue. She stated that on (B) (6) 2010 she woke up and did not feel well and her blood glucose measured 27.8 mmol/l (500 mg/dl). She injected insulin and her blood glucose decreased to 13.8 mmol/l (248 mg/dl). She stated that after eating, her blood glucose elevated to 20 mmol/l (360 mg/dl). She was advised by her physician to switch to a backup method of insulin delivery. During troubleshooting the pt programmed a bolus and the infusion device stopped beeping after 3.4 units of insulin were programmed. If the button was held down the increment did continue to increase but no beep was emitted. The pt's normal blood glucose level is 7 mmol/l (126 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.